Event description:
It was reported that during patient use, the ventilator stopped cycling. The patient was transferred to another ventilator without any reported harm or injury. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The customer support engineer (cse) evaluated the ventilator and verified the malfunction. The cse replaced the air proportional solenoid valve and upgraded the software to the current revision. The unit passed all tests and calibrations, and was operating within the manufacturing specifications.